Event description:
When the stimulation was on, the pt experienced shocking and stimulation sensation in the wrong location. The pt had only 1 stimulation program and decreasing stimulation didn't relieve her symptoms. The pt was at home and her status was 'fair' at the time of the complaint. Field staff were notified of the situation. It was determined that the trial lead had migrated. The hcp reprogrammed the pt's stimulation 4 days after the initiation of the stimulation trial. Three days after reprogramming, the lead migrated again. The hcp discontinued the trial. The lead displacement was thought to be due to the pt's restless sleeping pattern. The hcp wanted to retrial the pt. A follow-up report will be submitted if add'l info becomes available.